Event description:
A loss of ventricular capture was reported. An ultrasound was performed, and a right ventricular (rv) lead dislodgement was observed. The rv lead was repositioned to resolve the event. The patient was stable with no adverse consequences.